Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Un-reporting seroma-late.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; "liquid".

Event description:
Healthcare professional reported "rupture of device" and "the implant appears with poorly defined boundaries. The surrounding tissue appears finely and diffusely heterogeneous, more echogenic than normal, with some more evident liquid areas superointernally, the largest being 1 cm" diagnosed via ultrasound. This record is for the left side. The device was explanted and discarded.